Event description:
On 04/04/2024, it was reported by a sales representative via sems-06531773 that an ar-4068-25tl lasso wire would not push forward out of the cannula, getting stuck at the distal end of the shaft. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4068-25tl, was received for investigation. Functional testing was not performed due to tip was slightly bent. Visual inspection the tip curve was slightly bent, a possible reason for the failure. This event is likely caused by prying/levering the device against hard bone or other instrumentation during use.